Event description:
On 24th october 2023, it was reported by a sales representative via email that an ar-2384, quad tendon stripper-cutter, had difficulties opening all the way and was very stiff. It was able to be pried open by forcing the handgrip, however it was deemed inappropriate to continue to use the product. This was discovered when the consigned instrumentation was opened during a regular quadriceps acl procedure on (B)(6). The procedure was completed successfully.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause(s) of the reported failure is the instrument's wear and tear from repetitive use and reprocessing. The complaint allegation was confirmed based on the customer's attached picture that show the device with nicks on the cutting edges evidence of the device wear and tear.